Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the implant procedure

Event description:
It was reported that the generator replaced prophylactically. Device evaluation is not necessary because the reported event has been determined to be related to the implant procedure (tie downs) no other relevant information has been received to date.

Event description:
It was reported that a patient started feeling painful tugging and pulling in her neck. It was stated the patient's settings were all decreased but it didn¿t' seem to help. The patient is being referred for a prophylactic change and to examine the lead. X-ray images were received and reviewed by the manufacturer. The lead pin was able to be confirmed as past the connector block and appears fully inserted. The generator is placed normally in the left anterior chest. A strain relief bend is present however a strain relief loop is not present. There were no tie downs visualized securing any portion of the lead. No gross fractures were observed.